Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had been experiencing ongoing, intermittent high blood glucose (bg) levels (400 mg/dl) after exercising. Insulin injections were administered to address the high bg. The customer thought that the basal rate setting needed to be adjusted and was to discuss the high bg and settings with a healthcare provider. The customer's current bg was 140 mg/dl.